Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable.